Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the one month post implant follow-up, there was no capture in the ventricle and unusual wave morphology on the shock electrogram. Testing was unable to measure atrial or ventricular waves. It was confirmed the patient was in an underlying rhythm. There was no capture in the atrium or the ventricle at maximum outputs and this generated diaphragm stimulation from the ventricle. The device was programmed off and the patient was hospitalized until lead dislodgement could be assessed. Fluoroscopy confirmed that both leads were dislodged. As a result, a revision procedure was performed to reposition the leads. Following the repositioning, the ra lead had slightly high threshold measurements. It was determined the dislodgements were a result of twiddler's syndrome. No adverse patient effects were reported.